Manufacturer narrative:
(B)(4).

Event description:
Information regarding this report was provided by the reporter, the physician, who contacted galderma laboratories medical services via phone on (B)(6) 2015. A report was received from a physician on (B)(6) 2015. About 6 months ago (unknown exact date), a (B)(6) year old female patient was injected with restylane (unknown if restylane or restylane l) into the maxilla and nasojugal fold. The amount injected was unknown. About 7 days ago, the patient experienced cellulitis on the right side of her face and on (B)(6) 2015, she had cellulitis on the left side of her face. About 7 days ago, she was started on bactrim ds 1 tablet twice daily for the swelling and about 5 days ago, she was started on a second antibiotic, doxycycline 100mg twice daily due to more swelling. About 6 days ago, she took allegra 180mg daily and about 5 days ago, she also started a medrol dosepak. The reporter stated that the patients white blood cell count was normal and her swelling was up and down." On (B)(6) 2015, the patient was hospitalized for the cellulitis and worsening swelling. She had a cat scan performed, which was negative for an abscess but showed soft tissue swelling. The patient was now on intravenous clindamycin in the hospital. The reporter stated that she was not the physician that injected the patient with restylane and the patient was injected with restylane at a different physician's office. The reporter declined to answer any additional questions and stated that she did not have time to discuss the event. No further information was available from the reporter at the time of this report.